Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) had the health care professional (hcp) hover the wand slightly above the device in a small circular motion and the device was able to be interrogated. Ts determined the data was unable to be sent initially due to poor cellular signal. It was also reported the patient suspected their device wasn't working, and that they didn't feel well and had blurry vision. Ts referred the patient to their cardiologist. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. The patient presented into the clinic, the left ventricular (lv) lead exhibited high capture thresholds, oversensing and pacing inhibition. Also, this crt-d was not delivering shocks. An x-ray was performed, and the lv did not appear to be dislodged but could be pulled back.

Manufacturer narrative:
This product is currently in service and has not been returned to the lab. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code no problem detected was assigned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) had the health care professional (hcp) hover the wand slightly above the device in a small circular motion and the device was able to be interrogated. Ts determined the data was unable to be sent initially due to poor cellular signal. It was also reported the patient suspected their device wasn't working, and that they didn't feel well and had blurry vision. Ts referred the patient to their cardiologist. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. The patient presented into the clinic, the left ventricular (lv) lead exhibited high capture thresholds, oversensing and pacing inhibition. Also, this crt-d was not delivering shocks. An x-ray was performed, and the lv did not appear to be dislodged but could be pulled back.